Manufacturer narrative:
It was reported that the patient was having runs of v-tach. An echo and CT scan were performed which showed that the optease filter was lodged in the rv outflow track just below the pulmonic valve. The optease filter had migrated to the right atrium. The same day the filter was snared with a wire but not via the retrieval hook. It was retrieved from the right atrium and pulled into the ivc and external iliac vein via a 16 french sheath. While pulling it out through the sheath, the filter would not collapse into the sheath as it had not been secured via the retrieval hook. The filter would not fully collapse while being removed. The filter had become snagged on the femoral vein. The physician believes that the filter was put in upside down by the fellow scrubbed in on the case. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15312441 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ivc filter migration is a known potential adverse event associated with all ivc filters implantation and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible cause for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. However, it appears that the migration and removal difficulty were related to the improper orientation of the filter during deployment. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The optease filter migrated to the heart (right atrium). Patient was having runs of v-tach. Echo and CT scan performed showed that the optease was lodged in the rv outflow track just below the pulmonic valve. That same day the filter was snared with a wire but not on the retrieval hook. It was retrieved from the right atrium pulled into the ivc and external iliac vein via a 16 french sheath. While pulling it out through the sheath, the filter would not collapse into the sheath since it was not grabbed from the retrieval hook. The filter only partially collapsed into the sheath and would not fully collapse when being pulled out. The filter became snagged on the femoral vein. Physician believes that the filter was put in upside down by the fellow scrubbed in the case. The patient had a previous stroke(cva) and was having recurrent dvts and was previously "neuro compromised" prior to the filter being placed on (B)(6) 2011.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.